Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the top trigger sticks, which was determined to have led to run-on during testing conducted at the manufacturer facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.